Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator product ID 3708660 lot# serial# nkn098650v implanted: (B)(6) 2015 explanted: product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient's left implantable neurostimulator (ins) was replaced on date notified due to it being off and at end of service (eos) at 2.71v. It was stated that the patient was receiving effective therapy up until the eos but it is unknown when the eos was first seen or when the ins turned off due to eos. There were no allegations against battery longevity but the rep thought it was odd that the voltage was showing 2.71v. Furthermore, intra-operatively the physician saw the extension had been tightly twisted multiple times in several locations and that the ins was not sutured down so it may have been flipping. The physician then untangled everything, implanted a new ins, and sutured it down. Impedance tests were taken pre-operatively which showed contacts 2-3 as 24 ohms, with the rest of the contacts within range. Post-operative impedance tests showed the new battery voltage as 3.15v and also within range on all contacts. Both inss were on at the time of the report with no related patient symptoms reported. Additional information received from the healthcare professional (hcp) on feb-22 reported that the patient was surprised at how quickly their ins depleted since it was implanted in (B)(6) 2015 and was only set to 2.0-2.5v. The right ins did not need to be replaced. On the friday evening prior to date notified the patient began experiencing intermittent "stabbing" pain near their left ins battery with changes in position. They tried turning the implant off but got an out of regulation (oor) message on the patient programmer (pp). The left ins was interrogated by the hcp and an error message saying "the delivered amplitude may be lower than the selected amplitude¿ check electrode impedance" was seen. Interrogation of the implant found initial electrode impedances as all below 600ohms but within range, and due to the suspicion of a short circuit the impedances were re-checked showing 0 <(>&<)> 1 as 42ohms and 2 <(>&<)> 3 as 51 ohms. Impedances from (B)(6) 2016 showed impedances as higher and all within range. It was explained to the patient that there was a short circuit in the implant which explained why the battery failed so quickly. The patient was not programmed on the short impedances and were receiving therapy with tremor control, however, they had been experiencing a pulling and heaviness in their right leg. They experienced these symptoms in the past when their ins was up too high, and it was explained that the lower impedance result is an overall higher current even though their voltage remains at 2.3v. The left ins was turned down to 1.5v which improved their leg symptoms and the tremor control remained adequate. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.